Manufacturer narrative:
As no lot information was provided, a review of the device history records could not be conducted. One used sample was returned for evaluation. The sample was visually inspected; inspection showed no obvious discrepancies. The device was given functional testing and a leak was detected at the area between the one-way valve and the pilot balloon. Investigation determined that the leak was likely caused by solvent not fully drying during assembly. To address the potential root cause, the manufacturing facility implemented the use of an air drying system during pilot balloon and valve assembly. Once the one-way valve and pilot balloon are assembled, the one-way valve is connected to the air system. The air system fully dries the solvent applied between the one-way valve and the pilot balloon and ensures the components are fully bonded. This action was implemented on 16 october 2015. As lot information was not provided, it could not be determined that the device had been manufactured post implementation of the drying unit.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the leak check was performed prior to use and no leakage confirmed. Tube was intubated, but then extubated. Upon removal, tube was visually examined and confirmed to be leaking at the cuff. No adverse health outcome resulted from this event.